Event description:
It was reported the insulin pump was alarming no delivery in the past few months. Customer was informed they need to troubleshoot the device when the device is alarming. Customer stated she primes the device to see if the insulin is coming out. Customer was advised the issue might be site related. Customer is average build and is not sure of scar tissue. Customer does insert in her stomach and sometimes thigh. Customer was advised to call back when the device is alarming no delivery. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, prime test and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump had a cracked case at a display window corner, cracked battery tube threads, a broken belt clip slot at the battery tube threads area and a cracked reservoir tube lip.